Event description:
The pt tested blood glucose on suspect device before going to bed and it was 120 mg/dl. Had a snack and took insulin on sliding scale based off of suspect device reading. A few hours later he passed out and the paramedics were called. They attempted to test blood glucose on their device, but it would not register. He was given and IV and taken to the hosp where he was given food to eat.